Manufacturer narrative:
(B)(4). It was reported that the device locked up during opcheck. The device was evaluated by a philips field service engineer. The software was reloaded to resolve the issue.

Event description:
It was reported that the device locked up during opcheck.